Event description:
It was reported that while the physician was repositioning the second coil, the aneurysm ruptured. No pt complications were reported as a result of this event.

Manufacturer narrative:
The device involved in this event will not be returned for eval.